Manufacturer narrative:
An olympus technician evaluated the subject device onsite. Inspection and testing confirmed there was no image with 180-series endoscopes. A review of the device history record found no deviations that could have caused or contributed to there being no image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image due to a failure of the patient board set because the image was not output only with 180-series endoscopes. As for the cause of the failure, it is possibly due to the operational amplifier circuit design change of the circuit board which did not lead to the identification. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, there was no image from the subject device when connected to 180-, 165-, and 160-series endoscopes. There was no harm or user injury reported due to the event.